Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a coulter 4c plus cell normal control tube that fell and broke. The customer was wearing proper personal protective equipment, and there was no injury. There was no exposure to open lesion or mucous membranes, and no one sought medical attention. Msds was reviewed, and the customer has an exposure plan in place within the lab.

Manufacturer narrative:
Service was not dispatched for this event.the customer was advised to call their distributor to get new controls. The root cause for this event was a dropped tube.